Manufacturer narrative:
The insulin pump passed functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The insulin pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. There is no data available due to the insulin pump not being received with a battery installed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer as hospitalized on (B)(6) 2016. The cause of death was diabetic ketoacidosis and chronic heart failure. The caller stated that the customer had diabetes complications - was blind, had kidney transplant, and had chronic heart failure. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it was disconnected after arriving at the hospital. The customer was not using sensors. The caller agreed returning the insulin pump for analysis.